Event description:
It was reported that the pt experienced a shocking/jolting sensation occasionally (usually every 2-3 months) as well as cramping in both big toes when stimulation was on. The toe cramping had been occurring for 2-3 yrs. The pt had her device re-programmed, but the issues did not resolve. Add'l info was requested.

Manufacturer narrative:
(B)(4).